Event description:
It was reported that a patient experienced leaking from a patient line during priming of peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and found separated components and a leak. Pressure testing was performed without the separated components with no abnormalities noted. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.